Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 3.0 x 24mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified left circumflex coronary artery. A 3.00 x 24mm synergy ii drug eluting stent was advanced but could not cross the lesion. The device was removed and it was noticed that the tip of the stent struts was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.